Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient did not experience asystole as a result. A lead fracture was identified under fluoroscopy. Surgical intervention was undertaken to explant and replace the lead. No additional adverse patient effects were reported.